Event description:
The pt presented with chronic total occlusion of the sfa. Final angiogram following implantation of two 7x15 and one 7x5 gore viabahn endoprostheses exhibited open devices and good distal flow. Upon observation of distal flow, a radiopaque marker was visible below the knee. The entire distal catheter shaft (15cm) of the first 7x15 viabahn device was stuck inside the tibial/peroneal trunk. Attempts to remove the catheter portion interventionally, employing snares, balloons and wires, were unsuccessful. The pt was taken to the or and the catheter portion was surgically removed. The pt was fine at the end of surgery.

Manufacturer narrative:
The device is being retained by the hospital risk management for internal eval. The investigation into this event is currently in process. A review of the mfg records was conducted. The review of the mfg records verified that the lot was processed normally and all pre-release specs were met.